Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6)1997 and a left total knee arthroplasty on (B)(6) 1997. Patient alleges discomfort. Subsequently, revision procedures has been indicated; however, no revision procedures has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.